Manufacturer narrative:
The device was returned for analysis. The reported ¿upon suture deployment the foot plate kinked, and the suture could not be successfully deployed¿ were not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified that there was no noted issue with the foot plate but the sheath of the proglide was kinked. Follow up with the account was attempted but no additional clarification on the reported details was able to be provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a lower limb arterial angioplasty interventional procedure using a 6f sheath. No resistance was felt during advancement. Reportedly, upon suture deployment the foot plate kinked, and the suture could not be successfully deployed. The lever was returned to the original position and the foot was closed prior to removal and the device was retrieved as a single unit with no device separation noted. Another proglide device was used to achieve hemostasis. No tissue damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.